Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/28/2015 with the following findings: a battery compartment cracks were observed. Unrelated to the complaint, lines were observed through the display screen. A display flex cable failure was observed. The battery cap threads were damaged. The cap was unable to secure properly to the pump; a test cap was able to secure to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump case. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.